Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 0.3ml 29ga 1/2in 7bag 420cas jp separated from the hub during use. The following was reported by the initial reporter: "hub-needle/shield assembly was separated from the barrel."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 0052896 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted for cracked hub. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. H3 other text : see h.10.

Event description:
It was reported that a syringe 0.3ml 29ga 1/2in 7bag 420cas jp separated from the hub during use. The following was reported by the initial reporter: "hub-needle/shield assembly was separated from the barrel."